Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned as it showed loss of capture at high capture thresholds. The patient is pacing dependent. A new lead was implanted during the same procedure. No additional adverse patient effects were reported.